Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed hardware low level failure. The customer¿s blood glucose was unknown. The troubleshooting was done. The insulin pump failed selftest. The customer was advised that the insulin pup need to replaced. The insulin pump will not be returned for analysis

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 6 (sda) on keypad assembly.